Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was cracked at the screen. The customer stated that she was experiencing low blood glucose levels because of the cracked screen. The customer's blood glucose was 20 mg/dl. The customer was unaware of how the damaged occured. The customer stated that she could not read the pump screen and that the insulin pump was functioning as designed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer was hospitalized on (B)(6) 2015 and (B)(6) 2015 due to low blood glucose levels because of the cracked screen. The customer's blood glucose at the time of admission was 30 mg/dl and under 20 mg/dl respectively. The customer believed that she was receiving too much insulin because of the broken screen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.